Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Part 03.010.437s, lot 78p0292: manufacturing site: (B)(4).. Supplier: synthes USA hq, inc. Release to warehouse date: april 12, 2021. Expiration date: april 01, 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A photo investigation was completed: the complaint device was not received for investigation. A photo investigation was performed based on the provided. The images were reviewed, and it can be confirmed that the outer protection sleeve is broken. The embedded device condition cannot be confirmed from the provided photographs, as none of the photos show any embedded devices. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, part of the device broke while being used by the surgeon. The issue occurred at the end of the operation when the surgeon attempted to remove the sleeve. The sleeve was jammed and appeared to be stuck in the nail. When the sleeve was dislodged, it was found to be broken. A piece of the device was then lost inside of the patient at an unknown time during the procedure. There was an unknown amount of surgical delay. No further information was provided. This report is for a sleeve. This is report 1 of 2 for (B)(4).